Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said their symptoms have gotten worse as they don't think they are emptying completely. No device issue was reported and no further patient complications have been reported as a result of this event.